Manufacturer narrative:
Abeln, b. Et al. Direct comparison of two commercially available pulsed field ablation systems for atrial fibrillation procedure characteristics and acute outcomes. Journal of cardiovascular electrophysiology, volume 36, issue 8, june 2025, pp. 1957to 1965. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and it was not available because the events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
Reference literature [direct comparison of two commercially available pulsed field ablation systems for atrial fibrillation; procedure characteristics and acute outcomes] included with this report for full listing of physicians and healthcare facilities. It was reported via literature article that multiple serious injuries occurred. This international, multicenter patient registry study was completed to evaluate the acute efficacy and safety outcomes of the pulse field ablation (pfa) farawave catheter and a non boston scientific (bsc) ablation catheter. Patients underwent a first atrial fibrillation (af) pulse pfa procedure to treat paroxysmal or persistent af at a total of six (6) health care facilities across the netherlands, germany, australia, and the united states between january 2024 and september 2024. Procedure summary: four hundred and two (402) patients underwent a pfa procedure and two hundred and twenty-seven (227) of those patients were treated using the farawave catheter. Procedural complications: of the 227 patients treated using the farawave catheter, vagal reactions which required temporal pacing or acute administration of additional atropine during ablation occurred in five (5) patients. Minor bleeding occurred in twenty-seven (27) patients twenty-five (25) of which required prolonged hospitalization greater than or less than four (4) hours. Post procedural complications: of the 227 patients treated using the farawave catheter, one (1) patient experienced a transient ischemic attack with homonymous hemianopsia three (3) days post procedurally. Computed tomography identified no abnormalities. No further information on the status of the patients is available.